Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. This was not available in the voluntary report medwatch. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a vessel perforation and cardiac tamponade occurred. The procedure was cancelled. During a procedure, a nrg transseptal needle was selected for use. After performing transseptal puncture, the rf needle accidentally punctured the aorta. There were no product malfunctions reported. The procedure was interrupted and turned into an open chest surgery. The physician assessed on health hazard as serious ad an extension of hospitalization was required. The device is not expected to be returned for analysis. Mw5171874